Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred at an unspecified date and time in (B)(6) 2012. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. A day after the alleged issue occurred, the patient claimed to have developed symptoms of "shakiness". The cca was informed by the patient that on (B)(6) 2012 at 10:00am, she went to see her doctor and was given a blood glucose test only and obtained "a reading on the high range". During the troubleshooting, the cca was able to walk the patient through the correct testing procedures as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. Although the patient did not receive any treatment for an acute complication of diabetes after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.